Event description:
It was reported, that the patient's right atrial (ra) lead exhibited noise oversensing. That caused pacing inhibition. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray examinations of the lead did not finfd any anomalies except for procedural damage.